Event description:
A trilogy 202 ventilator was returned to a third-party service center for service for a "fault". There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at third-party service center, a "ventilator service required" code was found in the ventilator's downloaded error log. A calibration di not fix the problem. The device's oxygen blending module board to address the issue. Additionally, the device's porting block is cracked, whisper cap is missing, handle has cracks, front enclosure is chipped, and the cable retainer is missing. The pollen filter needs to be replaced for periodic maintenance. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.